Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio (device #2) used to treat the patient. The patient's attorney did allege injuries and revision; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio (device #2). An additional emdr was submitted to represent the bard/davol composix kugel (device #1). The patient's attorney did not make any allegations regarding the two (2) implanted bard/davol ventralight st device. Not returned.

Event description:
On (B)(6) 2004, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix kugel mesh (device #1). On (B)(6) 2009, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #2). On (B)(6) 2014, the attorney alleges the patient had unspecified injuries related to a defect in the composix kugel mesh (device #1) and ventrio and underwent revision surgery (device #2). On (B)(6) 2017, the attorney alleges the patient underwent surgery for implant of two (2) ventralight st. As reported, the patient is only making a claim for an adverse patient outcome against the composix kugel mesh (device #1) and ventrio (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."